Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. Programming changes were made. There were no patient consequences.